Manufacturer narrative:
Findings show that the issue was isolated to the telemetry receiver. Log files reviewed by spacelabs product specialists and software engineers showed a memory issue, and the receiver recovered after resetting as per design. There has been no reported recurrence. This investigation is considered complete and this issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2018, several telemetry channels displayed a ¿no signal¿ message at the central monitor and then monitored data returned without user intervention. No injury was reported as a result of this event.